Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer fell on the corner of the pump and the touch screen became shattered. Additionally, the pump touch screen became unresponsive and would no longer turn on. There was no adverse impact to customer's blood glucose. Reportedly, customer reverted to manual injections and a backup pump for insulin therapy.